Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of elective replacement indicator in save to disk occurred on (B)(6) 2013 when the device reached <(><<)>=2.62 volts.

Event description:
It was reported that the device triggered an alert and the physician observed the device to be at elective replacement indicator (eri) and scheduled a replacement procedure. At the start of the replacement procedure, no eri appeared; however, another interrogation showed eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.